Event description:
It was reported that a user newly started on the ilet pump experienced persistent hyperglycemia with cgm and fingerstick readings reported as ¿high,¿ later decreasing to 390 mg/dl after eating noodles announced as usual and after a site-only change with tubing primed and reconnected; the medical device problem and device component were not specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.